Event description:
A customer reported a minimum fill notification with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through cleaning the pump's pneumatic tap area and filling a new cartridge, which successfully resolved the issue.